Event description:
It was reported a spectrum pump alarmed sys error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 occurred upon powering the device on thereby confirming the custom's allegation. However further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.